Manufacturer narrative:
E1 (B)(6).

Event description:
It was reported that the balloon ruptured. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure and the use was discontinued. The procedure was completed with another of the same device. No patient complications reported.